Event description:
Pt in or for laparoscopic gastric bypass for morbid obesity. During the procedure... "The esophageal retractor was then used to place this behind the stomach to the left side of the angle of his. The endo gia, 45mm in length, was then passed and fired transversely. Two successive firings were then taken superiorly after a #34 french ewald tube was placed in the pouch per anesthesia. Unfortunately, on the second firing, the stapler misfired, allowing an open gastric pouch and open main body of the stomach. Because of this complication, it was thought most prudent to open the pt." Two days after the event, pt returned to or for exploration secondary to signs/symptoms of sepsis. Findings: on the lateral wall of the gastric pouch where the pervious stapler failed, there was a leak. Additionally, there was a similar leak, again from the previous stapler on the main body of the stomach. Pt ultimately discharged from hospital the next month.